Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event of hand-sized inflammation at the last infusion site. Patient's husband treated the area with cortisone ointment that healed inflammation. It was also reported that the cannula was leaking and fluid was coming out from the bottom. However, the causal relationship was not reported. The reporter did not know whether there was a connection. No further information available.